Event description:
This event is reportable based on the product analysis approved on 09/24/2007. It was reported that during a drug-eluting stenting treatment procedure of the 90% stenotic lesion in the very tortuous and severely calcified distal circumflex artery, the physician was unable to cross the lesion with a 2.75x28mm taxus liberte stent. There were no patient complications. The procedure was successfully completed with another 2.75x28mm taxus liberte stent. Patient status is reported as "good." However, the returned product analysis revealed that the shaft fractured.

Manufacturer narrative:
Visual and microscopic examination of the device revealed that the shaft had broken approximately 26.4cm proximal from the tip at the port region. No other kinks or damage were noticed along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. The complaint report states that the physician encountered significant resistance upon inserting the device. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure so performance was limited.